Event description:
The implantable neurostimulator and both extensions were returned to the manufacturer from a funeral home with no return paperwork. The funeral home was contacted for the patient's cause of death; they were not willing to disclose any information regarding the patient's death. The physician listed in the manufacturer's device tracking system for the patient was contacted to try and obtain cause of death and device relationship; the health care professional stated that they had only seen the patient once and that was in 2006.

Manufacturer narrative:
The implantable neurostimulator and both extensions have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.